Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-mar-2023 . H6: investigation summary one sample of material number 2420-0500 was submitted for quality investigation. It was reported by the customer that the tubing came apart on its own when attempting to string it into the alaris pump channel, could be verified. Evaluation of the sample indicates that the infusion set tubing got separated at the lower pumping segment of safety clamp component from the alaris pump module. Further visual inspection shows that the disconnection occurred because of the ring retainer came out on the tubing (silicone lower fitment) connected with the safety clamp. Quality notification send to manufacturer. The root cause of the issue relates to the sensor not detecting the missing ring component. The plant addressed this by changing the sensors for better detection of the ring component. A device history record review for model 2420-0500 and lot number 22113317 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing separated from the pump during use. The following information was provided by the initial reporter: "the alaris pump tubing came apart on its own when attempting to string it into the alaris pump channel. The disconnection occured just above the blue cassette clamp that gets pushed into the channel itself."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing separated from the pump during use. The following information was provided by the initial reporter: "the alaris pump tubing came apart on its own when attempting to string it into the alaris pump channel. The disconnection occured just above the blue cassette clamp that gets pushed into the channel itself".